Event description:
It was reported that a patient expired. An elective coronary angioplasty was performed. The target lesion area was located in the left trunk of the ostium. An opticross vascular imaging catheter was selected for use. During preparation, it was noted to be kinked when connecting to the pullback sled. It was exchanged for another opticross catheter with the same lot number. Intravascular ultrasound (ivus) route was done with no complication. They decided to perform surgical myocardial revascularization based on the findings from the ivus. Minutes after removal of the opticross catheter, the patient started to decompensate. They became hypotensive and experienced bradycardia. They also had a cardiorespiratory arrest. The physician performs coronary angiography and a total occlusion of the distal third of the left coronary is found. An intraluminal thrombus was noticed in the left trunk ostium. In response, they implanted synergy stents 3.00x38mm in the distal third of the previous anterior descending predilatation and a 3.00x20mm in the left trunk proximal third of the previous descending. Both were inflated at 16 atm. The two synergy stents were implanted successfully. However, the patient never stabilized. Multiple episodes of ventricular tachycardia were manifested by the patient. Therefore, the patient receives ventilatory assistance and external cardiac massage and defibrillates four times with 200/300 joules, leaving at the rate of ventricular fibrillation. Then advanced cardiopulmonary resuscitation (CPR) with cardiac massage was performed. Orotracheal intubation and ventilation with 100% oxygen is given. 1mg of adrenaline every two minutes up to a dose of 7 mg is administered sequentially. In addition, atropine 1mg was given, along with amiodarone bolus of 300mg and vasoactive start with norepinephrine. The patient continues in ventricular fibrillation despite multiple defibrillations (10) with 300 joules without success. 25 minutes after starting the resuscitation efforts, the patient died.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a detachment of the distal tip and a section of the imaging window was observed. The detached section was not returned. No other visual damages were encountered upon visual inspection. Impedance testing shows a good unit wave form. The catheter was properly recognized by the imaging system when plugged into the mdu.

Event description:
It was reported that a patient expired. An elective coronary angioplasty was performed. The target lesion area was located in the left trunk of the ostium. An opticross vascular imaging catheter was selected for use. During preparation, it was noted to be kinked when connecting to the pullback sled. It was exchanged for another opticross catheter with the same lot number. Intravascular ultrasound (ivus) route was done with no complication. They decided to perform surgical myocardial revascularization based on the findings from the ivus. Minutes after removal of the opticross catheter, the patient started to decompensate. They became hypotensive and experienced bradycardia. They also had a cardiorespiratory arrest. The physician performs coronary angiography and a total occlusion of the distal third of the left coronary is found. An intraluminal thrombus was noticed in the left trunk ostium. In response, they implanted synergy stents 3.00x38mm in the distal third of the previous anterior descending predilatation and a 3.00x20mm in the left trunk proximal third of the previous descending. Both were inflated at 16 atm. The two synergy stents were implanted successfully. However, the patient never stabilized. Multiple episodes of ventricular tachycardia were manifested by the patient. Therefore, the patient receives ventilatory assistance and external cardiac massage and defibrillates four times with 200/300 joules, leaving at the rate of ventricular fibrillation. Then advanced cardiopulmonary resuscitation (CPR) with cardiac massage was performed. Orotracheal intubation and ventilation with 100% oxygen is given. 1mg of adrenaline every two minutes up to a dose of 7 mg is administered sequentially. In addition, atropine 1mg was given, along with amiodarone bolus of 300mg and vasoactive start with norepinephrine. The patient continues in ventricular fibrillation despite multiple defibrillations (10) with 300 joules without success. 25 minutes after starting the resuscitation efforts, the patient died.